Manufacturer narrative:
Type 2 diabetic patient. Using vgo 30 since 2016 reported bg increased to 700 mg/dl last summer while on vgo, hospitalized 3 days, received fluids. There were no allegations of device malfunction. Device was not returned. No other information was provided. Root cause cannot be determined based upon the information provided.

Event description:
Type 2 diabetic patient. Using vgo 30 since 2016 reported bg increased to 700 mg/dl last summer while on vgo, hospitalized 3 days, received fluids. Currently patient's. Normal bg range is 100-120 mg/dl. There were no allegations of device malfunction. Device was not returned.

Manufacturer narrative:
Date corrected. Initial reporter corrected. Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked.